Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced uncomfortable pump pocket during examination/palpation. This was noted as an ongoing event. Etiology of the event was incisional site/device tract, related to device or therapy and possibly related to implant procedure. This was a mildly severe event. The device system was used to infuse dilaudid, fentanyl, and bupivacaine. Additional information received reported that a catheter access port (cap) contrast study was done (B)(6) 2013 with results: no evidence of leak, patent pump to tip. The signs symptoms of event noted as ¿uncomfortable pump pocket, sl movement in pocket,¿ it was not clear what ¿sl movement" meant. It was also noted that the intervention was ¿allow the pump to encapsulate, with a date of (B)(6) 2013. As of (B)(6) 2013, examination/palpation results showed ¿less movement, easy to refill, encapsulation improved,¿ with an outcome of resolved without sequelae as of (B)(6) 2013